Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the connector leak and broken manifold could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to repair center for evaluation, in addition, the manifold and damper was determined to be broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
It was reported that during incoming inspections, at the repair center. A leak was found on the k connector on high flow insufflation unit. There was no patient associated with this issue.